Manufacturer narrative:
A supplemental report will be submitted upon final review and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient called about a scale reading errors/alarms during fill 1 of treatment. The patient remained asymptomatic. Fill 1: 2000. Drain 1: 6315. The reported drain volume of 6315 was 316% over the expected drain volume which resulted in a reportable device malfunction. The pd nurse confirmed that the patient did not require med intervention or treatment as a result of the overfill.